Manufacturer narrative:
A complaint history review cannot be performed as no material and batch/lot number was provided. A device history record (DHR) review could not be performed as no material and batch/lot number was made available for this reported event. Retain sample analysis could not be performed as no material and batch/lot number was made available for this reported event. Root cause could not be determined due to unavailability of sample, material and batch/lot number information.

Event description:
No additional information is available.

Event description:
It was reported that bd intima ii catheter defective/damaged. On (B)(6) 2025, the patient came to the hospital for a painless abortion, and in the outpatient operating room to do preoperative preparations for puncture of an intravenous indwelling needle, the tip of the needle embedded in the process of operation, the puncture does not go well, and promptly stop the operation, observation found that the needle hose at the small burr, and re-replaced the indwelling needle for puncture. The patient reported some pain at the puncture site.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.